Manufacturer narrative:
The distributor, provided customer with a replacement centrifuge. No hardware has been returned for further investigation. Beckman coulter internal identifier is (B)(4).

Event description:
A customer in the united states, reports rt12 rotor broke apart during use of statspin ssvt centrifuge. The customer states no parts of the rt12 rotor escaped from centrifuge at the time of failure. The customer noted shield was not in use and lid was damaged upon failure. Customer confirms no harm, no exposure, and no medical attention needed due to this failure. Customer noted not knowing when the rt12 rotor was last replaced.